Event description:
A surgeon reported during a procedure that there was a problem with the footswitch. Surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).